Event description:
The hospital reported loss of tidal volume during a case resulting in loss of mechanical ventilation. The patient was switched to manual ventilation and case completed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced by the customer to resolve the issue. Legal manufacturer: (B)(4).